Event description:
Customer reported a malfunction alarm with code malf 12, but indicated that no notable events occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information to reset the pump, and after the reset, the malfunction code did not reappear, allowing the customer to continue using the pump.